Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead dislodged shortly after implant, and was repositioned. Shortly afterwards, the lead warning triggered for high impedances, and the lead also exhibited high thresholds. The connection was examined, and a setscrew issue was found. The lead was explanted and replaced with an epicardial lead. The device remains in use. No patient complications have been reported as a result of this event.